Manufacturer narrative:
Product ID 3889-33, lot# va0wgkn, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported no therapeutic benefit since implant. However, the patient also reported experiencing intermittent benefit and stimulation since implant, in which her bowels were "affected". The device reportedly slowed down how much the patient urinated and how often she had to urinate. However, the urine still crept out and the patient got damp a little. Programs 1 and 2 did not help at all, while program 3 went well for about a week. Then it stopped helping. Program 4 helped but a few days later the symptoms went where she was before of going every hour on the hour. Regarding stimulation, the patient reportedly might feel it and an hour later she did not feel it anymore. Increasing stimulation to 3.8 volts the prior night hurt the patient so she turned settings down to 3 volts in the morning which resolved the pain. During the call, the patient, who was not feeling well, increased settings on program 3 and was instructed to follow-up with their healthcare provider (hcp). Indications for use include gastrointestinal/pelvic floor and urinary dysfunction. Cause/factors, troubleshooting, additional actions, and outcome remain unknown. Follow-up is being conducted to obtain additional information.